Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. A cartridge change was performed and the issue continued. Tandem technical support speculated that the customer was not performing the proper load technique correctly. The customer declined further assistance from cts. There was no reported impact to the customer's blood glucose level.